Event description:
It was reported that the patient passed away. Attempts have been made for additional information; however, they have been unsuccessful. A copy of the death certificate cannot be obtained as the manufacturer does not meet the state's criteria for obtaining these records. A search for the obituary found that the date of death is (B)(6) 2013. Clinic notes previously received provide the patient's last known settings and diagnostic results from (B)(6) 2011. No other information was provided or received.